Event description:
It was reported that the direxion catheter broke during use. A direxion catheter was selected for use. During the course of the procedure, it was noted that the direction catheter broke apart. The procedure was completed with a different device and there were no patient complications reported.